Event description:
The customer reported that quality controls failed on one measuring cell of this analyzer between second and third shifts. Quality controls passed for the same tests run on the second measuring cell of the same analyzer and other instruments in the same line. The customer questioned thirteen patient samples tested for total (free + complexed) prostate- specific antigen (tpsa), thyrotropin (tsh), 25-hydroxyvitamin d (vitamin d), human sex hormone-binding globulin (shbg), and free thyroxine (ft4). Of the thirteen samples, ten were found to have erroneous results when repeated on another e170 analyzer or e2010 analyzer. Quality controls were repeated after the initial quality control failure and passed upon repeat. All initial patient values were reported outside of the laboratory. Repeats performed on the e2010 analyzer were believed to be correct. Sample (B)(6) initially resulted as 2.97 ng/ml for tpsa. The sample repeated as 5.70 ng/ml when run on an e170 analyzer. The sample was also repeated on an e2010 analyzer, resulting as 6.00 ng/ml. Sample (B)(6) initially resulted as 2.03 ng/ml for tpsa. The sample repeated as 4.00 ng/ml when run on an e170 analyzer. The sample was also repeated on an e2010 analyzer, resulting as 4.14 ng/ml. Sample (B)(6) initially resulted as 1.09 uiu/ml for tsh. The sample repeated as 1.92 uiu/ml when run on an e170 analyzer. The sample was also repeated on an e2010 analyzer, resulting as 1.98 miu/ml. Sample (B)(6) initially resulted as 1.65 uiu/ml for tsh. The sample repeated as 3.14 uiu/ml when run on an e2010 analyzer. Sample (B)(6) initially resulted as 0.86 uiu/ml for tsh. The sample repeated as 1.64 uiu/ml when run on an e2010 analyzer. Sample (B)(6) initially resulted as 0.59 uiu/ml for tsh. The sample repeated as 1.13 uiu/ml when run on an e170 analyzer. The sample was also repeated on an e2010 analyzer, resulting as 1.15 miu/ml. Sample (B)(6) initially resulted as 39.64 ng/ml for vitamin d. The sample repeated as 15.50 ng/ml when run on an e170 analyzer. The sample was also repeated on an e2010 analyzer, resulting as 18.82 ng/ml. Sample (B)(6) initially resulted as 33.81 ng/ml for vitamin d. The sample repeated as 13.70 ng/ml when run on an e170 analyzer. The sample was also repeated on an e2010 analyzer, resulting as 18.45 ng/ml. Sample (B)(6) initially resulted as 21 nmol/l for shbg. The sample repeated as 47 nmol/l when run on an e170 analyzer. The sample was also repeated on an e2010 analyzer, resulting as 43 nmol/l. Sample (B)(6) initially resulted as 3.55 ng/dl for ft4. The sample repeated as 1.62 ng/dl when run on an e2010 analyzer. The patients were not adversely affected by the event. The tpsa reagent lot number was 16992401 with an expiration date of 09/30/2013. The tsh reagent lot number was 17090401 with an expiration date of 08/31/2013. The vitamin d reagent lot number was 17082802 with an expiration date of 11/30/2013. The shbg reagent lot number was 17045601 with an expiration date of 02/28/2014. The ft4 reagent lot number was 17036801 with an expiration date of 12/31/2013. The field service representative determined that there was a fluidics failure of the sample system. Pinch valve pv19 failed intermittently, creating inconsistent sample sipper performance. He replaced pv19. He ran performance testing and all results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.